Event description:
The lesion located in the distal rca was a tandem lesion with moderate tortuosity and mild calcification. The guiding catheter was engaged and the lesion was crossed with the flexiwire. The guide wire was advanced to the distal portion of the distal rca checking the lesion with ivus and debulking was performed. The lesion was debulked 2-3 times and then the nosecone was cleaned. The lesion was checked again with ivus and debulked antoher 6-7 times. In attempting to remove the flexicut device, the radiopaque site of the flexiwire was noted to have separated. Two guide wires, were used in an attempt to remove the separated fragment, however, the guide wires could not be advanced. Both guide wires tips were found to have kinked and the separated fragment was left in the coronary. Deployment of a stent completed the procedure.